Event description:
A customer reported a cartridge alarm 30 issue. The customer's blood glucose level was reported to be 500 mg/dl. The customer addressed the high blood glucose level by using a correction injection via multiple daily injections (mdi) and did not require incapacitating third-party assistance. Tandem technical support confirmed consecutive cartridge alarms and arranged to replace the customer's pump. The customer was advised on managing the replacement process, including receiving a pump with updated software and returning the problematic pump.